Event description:
Subsequent to the initial MDR, a correction is required. It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. D4: additional device information/ model number additional information. D4: additional device information/ serial number additional information. D4: additional device information/ lot number additional information. D4: additional device information/ unique identifier (UDI) number additional information. E2: health professional correction. E3: occupation correction. G2: report source correction. G6: report type updated/follow-up. H2: correction/ additional information. H4: device manufacturer date additional information. H6: adverse event problem additional information. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.